Event description:
The customer received a blood glucose reading of 309mg/dl on the contour meter, re-tested on a different meter and the reading was 109mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Only the meter information was provided. The customer was advised to return the test strips for evaluation. New strips and kit were sent to the customer.